Manufacturer narrative:
Correction: during system checkout the representative replaced battery tray 6, which contained 4 new batteries. Additionally, they replaced the enclosure charger. A medtronic representative went to the site to test the equipment. Testing revealed that during a second checkout where a representative replaced another battery tray, the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the voltage from the batteries was within range, but when put under load it dropped one pair from 26.5 v to 0 v. Node 11 of the charger enclosure showed 27.2 v for charging - output of the a = 0,06 towards batteries. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the battery indicator is showing red even after being charged. No patient present.